Event description:
Hcg pregnancy test otc, first signal manufactured by spd. I took this pregnancy test after missing my period for 11 days. I had 3 positive pregnancy test, when I went to my gynecologist, gynecologist said I was not pregnant. This hcg pregnancy test from first signal gave 3 false positive, making this test very inaccurate. The box claim over 99% accurate and obviously this is not only misleading but inappropriate that a product in the market causes false positives. Hcg pregnancy test first signal: lot number: hcg7120011, exp 11/30/2019.